Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In (B) (6) 2009, pt reported receiving a blood glucose reading of 319 mg/dl. Pt stated she checked her ketone levels and is experiencing elevated ketones as well. Pt is new to pump therapy. Pt reported she started experiencing the elevated blood glucose readings today. Pt reported she was able to successfully bolus 2 units of insulin through the infusion tubing. Troubleshooting did not find any product issues. Advised to contact her physician for a plan of treatment. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On follow up call in (B) (6) 2009, pt reported her elevated blood glucose levels have gone down.